Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of post procedural infection ('infection (other)-unspecified(about 1 week after essure placement)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced post procedural infection (seriousness criteria hospitalization and intervention required), abdominal pain ("pain: abdomen"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was hospitalized for 21 days. The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (removal of infection). Essure was removed. At the time of the report, the post procedural infection, abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, headache, nausea, vaginal discharge and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, post procedural infection, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight (B)(6) lbs. Plaintiff claimed that she had removed essure but removal details were not provided. As it was claimed by plaintiff in pfs device removal taken as yes and action taken with drug was marked as drug withdrawn. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: plaintiff fact sheet received. Previously reported event ¿injury to herself¿ was updated to more specified events. New events added from pfs: pain: abdomen, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes: unspecified, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, infection (other), migraines, headaches, nausea, vaginal discharge and weight loss. Reporter, lab data, essure indication (amended) and treatment medication and patient's demographic details were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.